Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.

Manufacturer narrative:
(B)(4). Upon follow up with the customer, it was determined that the sample is not available to return for evaluation. The reported condition of an overinfusion - free flow could not be confirmed as samples were not available and a root cause also could not be identified. A batch review was performed for the complaint lot. The batch review reports no manufacturing abnormalities and lot was determined to be within manufacturing specifications.

Event description:
Baxter sales representative (bsr) notified baxter corporate product surveillance of a clearlink duo-vent c-flo set in which a leak was observed during priming. It was reported that the leak does not occur immediately but occurs regardless of how secure the slide clamp is. The customer reported that the leak occurs when it is primed with saline in advance in the pharmacy. After the set is primed, it is supposed to be connected to a chemotherapy drug at a later time. However, due to the leak it cannot be used. No additional information is available.